Event description:
Healthcare professional left side deflation. Healthcare professional additionally reported "particles in valve". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flow opening and one opening assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional left side deflation. Healthcare professional additionally reported "particles in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.